Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument did not fire and the counter dropped from four to zero. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.